Event description:
Procedure: prostatectomy. According to the reporter: anatomy involved: dorsal vein complex. Egia45avm was placed on powered idrive ultra. When fired across dvc, firing process stopped midfire. Pa had to tap button continuously to get full staple line. The staple line had malformed staples and surgeon over sewed. About an hour later, a pin was found in patients cavity and it had popped off the device at the knife blade. The pin was retrieved with a grasper and will be sent back with the unit. Surgery time was delayed by more than 30 minutes without affect on the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).